Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9660651r, serial/lot #: (B)(4). The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the footswitch was "non-functional" on the system. Upon closer inspection, the manufacturer representative noticed that the footswitch port on the axiem controller was damaged and needed to be replaced. No patient was present at the time of the event.